Manufacturer narrative:
E1 to be continued: (B)(6) hospital. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken wire was identified. It is likely the result of the breaking portion was scorched and melted; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the wire was broken during a therapeutic endoscopic sphincterotomy procedure involving an olympus single use 3-lumen sphincterotome v. There was no patient injury reported.